Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the unexpected clip movement which has potential to cause or contribute to patient injury. It was reported that the first mitraclip was implanted reducing mitral regurgitation from grade 4 to 3 in an unproctored case. The second mitraclip was inserted to be placed medial to the first, but when the clip was opened in the left ventricle, there was significant medial movement which prevented the clip from getting to the desired area for placement. There was a little more resistance than usual when retracting the lock lever to the blue line. The clip was retracted into the left atrium three times when the medial clip movement, approximately one centimeter, caused the clip to get stuck in the chordae. The clip was successfully removed from the chordae after twenty minutes. There was no chordal damage noted. The clip delivery system was removed from the anatomy and the procedure was completed. No additional clips were implanted. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The difficulty positioning the device was confirmed via returned product analysis. The reported lock lever retraction problem was unable to replicate due to broken lever threaded shaft and the reported physical resistance (clip stuck in the chordae) could not be replicated in the testing environment as it was related to patient/procedural conditions (operational circumstances). However, the investigation concluded that physical resistance was related to the difficult positioning the device and the difficulty positioning the device was attributed to the bent mandrel; however, a definitive cause for how and when the mandrel was bent was undetermined. In regard to the retraction problem, a definitive cause was unable to be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.